Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. Device replacement was recommended. This device was replaced and has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned insertable cardiac monitor (icm) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. Device replacement was recommended. This device was replaced and the device will not be returned for analysis. No adverse patient effects were reported.